Event description:
It was reported that non-sustained rv over-sensing due to intermittent capture was detected on the device. No changes were made at this time. There were no adverse health consequences, the patient was stable.